Event description:
The customer reported to olympus, the gastrointestinal videoscope wasn't flushing the button on the scope. When pressed, the button wasn't working. The issue was found during preparation for use for an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, the foreign material clogged nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found slow leak in the ground terminal, scratched distal end plastic cover, cracked bending section cover adhesive, old light guide lens adhesive, switch four requires replacement, air/water flow normal after removal of nozzle, clogged nozzle due to foreign material, leakage in the ground terminal of the scope connector, labels were faded and olympus logo at scope cover was missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak from the scope connector mount. It was further noted that the foreign material could not be identified. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.